Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer service agent (csa) documentation. The patient reported that the device issue occurred on (B)(6) 2019. The patient manages her diabetes with novolog and basaglar insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that at "around noon", on (B)(6) 2019, after the issue occurred, she developed symptoms of "sweaty and thirsty" and around the same time received treatment from the emergency medical services with insulin and water. During troubleshooting the csa noted that the meter did not power on when a test strip was inserted or when the power button was pressed. The batteries did not appear to require replacing and there was no apparent misuse of the device. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.